Event description:
It was reported that a catheter break/separation occurred during use with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, "when the dressing was changed it was noticed that the catheter had detached from the canula and the plastic tubing (i.e. Catheter) remained in the patient. It had to be removed by surgery. The original product and the part of the catheter is currently in possession of the patient who will be discharged from the hospital end of this week."

Manufacturer narrative:
Investigation: 3 photos were returned for investigation. The 1st photo shows a vps product in unit pack, the 2nd photos shows a vps unit label for batch #9172521. The 3rd photo shows a broken catheter in a container. The used sample was subjected to visual inspection. A clean cut was observed on the broken end of catheter. From the broken edge, no stretched phenomenon or elongation of the catheter tubing can be observed to indicate any issue with the tubing material which could have caused the breakage. The representative samples were subjected to visual inspection. No abnormality was observed on the catheter. The manufacturing process has been reviewed and there are no sharp edges that could possibly come into contact with the catheter to cause the cut. There is an automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the catheter is broken in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. It would also not be possible to use the product if catheter is broken before use. Based on the investigation and analysis, the reported nonconformance is not caused by the manufacturing process. The probable cause of the broken catheter could be due to cut by sharp object such as scissors during product removal from vein. However, user would had read and followed the instruction for use in the shelf box, which states ¿do not use scissors at or close to the insertion site.¿ therefore, the root cause cannot be established. A device history record review found no non-conformances associated with this issue during production of this batch.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a catheter break/separation occurred during use with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, "when the dressing was changed it was noticed that the catheter had detached from the canula and the plastic tubing (i.e. Catheter) remained in the patient. It had to be removed by surgery. The original product and the part of the catheter is currently in possession of the patient who will be discharged from the hospital end of this week."